Event description:
The customer observed false reactive alinity I cmv igg results on a 30yrs old female patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=49.28 au/ml (or=6.0 au/ml=reactive) /repeated =0.39 au/ml (6.0 au/ml=nonreactive). Additional information provided: cmv igm=0.15 index (nonreactive) /repeated=0.16 index there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6), 30yrs old female. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and performed multiple troubleshooting procedures including part replacement which resolved the issue. The alinity c processing module, serial number (B)(6) was considered the cause of the issue. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends for the alinity c processing module with regard to the customer reported event. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer observed false reactive alinity I cmv igg results on a 30yrs old female patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=49.28 au/ml (>or=6.0 au/ml=reactive) /repeated =0.39 au/ml (< 6.0 au/ml=nonreactive) additional information provided: cmv igm=0.15 index (nonreactive) /repeated=0.16 index there was no reported impact to patient management.